Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device failed during sampling at lab / demonstration. Enterobacter kobei was detected when sampled. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the customer cleaning disinfection and sterilization (cds) processes, third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end unit, instrument / biopsy / suction channel, air/ water channel, auxiliary channel. Cfu: no detection. Bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: distal end unit, auxiliary channel, cfu: no detection, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: instrument / biopsy / suction channel, air/ water channel, cfu: 1 cfu, 2 cfus, bacterial identification: staphylococcus capitis, staphylococcus warneri. Sampling date: (B)(6) 2025, sampling from: distal end unit, instrument / biopsy / suction channel, air/ water channel, auxiliary channel. Cfu: no detection, bacterial identification: n/a. The device was evaluated where a potential correlation was found between the device status and cause of contamination. Degraded product condition could be a source of germs and contribute to the presence of microorganisms. The complaint investigation reviewed the customer provided cds processes where the following deviation from the IFU was confirmed: missed precleaning step. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device. Updated fields: b3, d4 - primary UDI number, d8, e4, and h3.

Event description:
No additional information from the customer.